Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is complete. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. Device discarded at hospital.

Event description:
It was reported that the locking clip/mechanism of the pulse lavage opened up while washing and the tip came off while preparing for an operation. No patient harm and no delay. No additional information available. No adverse events were reported as a result of this malfunction.